Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site. The air gas module was replaced and sent for further investigation. During visual inspection it was noticed that the gas module came without a nozzle unit. Simulated use testing of the returned air gas module could reproduce the reported event and failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. Our investigation has concluded that the reported problem was due to a defective temperature compensation resistor on the delta pressure sensor on a printed circuit board inside the gas module. The cause of the delta pressure sensor failure was not established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Moreover, the visual inspection also revealed that the gas module filter was old, from the year of 2015. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first.

Event description:
Manufacturers ref: #: (B)(4).